Event description:
Same case as MDR 2134265-2012-07866. It was reported that during stenting treatment procedure, a stent dislodged and a perforation occurred. The lesion being treated was located in the calcified left anterior descending artery (lad). The physician advanced the 3.50 x 28 mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that shaft was kinked and then fractured. The physician implanted a non-bsc in the target lesion. Then, the physician advanced the 3.00 x 24 mm promus element stent delivery system however the stent dislodged. A 1.0 mm balloon catheter was advanced to attempt to retrieve the stent; however it was deployed in the proximal lad. A ventricular septal perforation was noted and the patient was transferred to the intensive care unit. No further complications were noted and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. (B)(4).